Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 289 mg/dl. The customer stated that they went to a metal detector at court and the alarm has been going off since. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside the device and passed the test. The device had cracked case at display window corner and cracked reservoir tube lip.